Event description:
Other immunodeficiencies with predominantly antibody defects. Patient (pt) reported spring broken on pump. Serial number and expiration date of pump associated with event not provided by reporter. Unknown if pt missed dose or had an interruption to therapy. No adverse event(s) reported due to product issue. Pharmacy replacing pump. Unknown if pump associated with event is available for return. No further info.